Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hypoglycemia during strenuous physical activity while using the ilet bionic pancreas with a g7 cgm, with a lowest cgm reading of 60 mg/dl and fingerstick confirmation of 60 mg/dl; the patient had eaten breakfast and did not carbohydrate-load before exercise, and corrected with oral glucose tablets. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose and recovery without hospitalization. Investigation included case review and user interview with troubleshooting and education. Investigation of this case revealed no device malfunction and suggested exercise-related hypoglycemia as the likely precipitating factor, with no device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate with exercise as a contributory factor. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.